Event description:
It was reported that during surgical procedure in 2008, the surgeon got the device stuck in the femur and had to hammer it out. There was no harm to the pt.

Manufacturer narrative:
Eval summary- it is not known whether the im canal was prepared per the recommended technique before inserting the guide which can result in the binding of the guide rod. Also, the curved femur anatomy could be a contributing factor to the binding. The cause of the device sticking in the femur could not be definitively determined due to insufficient info. Results and conclusion- the device exhibits heavy deformation damage at approx the base of the cut guide. One of the pins has fractured off the cut guide and the other is bent. The proximal end of the im rod exhibits substantial deformation damage from repeated usage. Review of the device history records did not find any deviations or anomalies. There is no indication that design or MFR contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.